Event description:
It was reported that the ilet pump screen was unresponsive and would not power on, preventing further troubleshooting and normal device operation. Symptoms included no clinical effects reported. Outcomes included a replacement device arranged and instructions provided to shut down the device, return the unit, and complete startup on the replacement. Investigation included technical support review and remote assessment based on user report. Investigation of this case revealed a suspected device electrical or display malfunction affecting the user interface, with no alarms generated and no contributory user error identified. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display/power subsystem.